Manufacturer narrative:
On 16-feb-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and saline solution did not flow from the irrigation port. At the time of catheter replacement, 3 hours after catheter use, the saline solution did not flow from the irrigation port. The irrigation pressure was increased, but the issue was not resolved. Manual flushing with a syringe could not be performed, so the issue was resolved by replacing the catheter. The procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and saline solution did not flow from the irrigation port. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the tip area. The tip was dissected and the irrigation tube was inspected, and it was found the irrigation tube folded into a "z" shape in the transition between the tip to the sheath. Due to this condition a manufacturing investigation was performed to identified the root cause of the issue. After completing the investigation, it was concluded that a manufacturing issue was identified. It is confirmed that the root cause of the issue is associated with material received from the supplier, specifically related to the subassembly that includes the irrigation tube. An awareness section was performed by the supplier to avoid similar issue. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).